Event description:
Device malfunction: clip mislocation. Time of malfunction: after vessel closure. Symptoms/ae: occlusion. It was reported that a physician using the starclose se device achieved arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, three weeks post procedure, the patient experienced increased difficulty while walking. The puncture site was re-opened and the clip was found to be placed across the lumen of the artery. Though requested, additional information was not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.